Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported). Clinical management is ongoing.

Manufacturer narrative:
Per the clinic, the patient experienced a loose abutment and subsequently, the patient underwent revision surgery under a general anaesthetic on (B)(6) 2017, to have a longer abutment placed. It was also reported that the patient experienced an infection some time ago that was unrelated to the loose abutment. Correction: there was no loss of osseointegration as previously reported. This report is submitted on july 10, 2017.